Event description:
The suture was used during a spay procedure on a dog. Reportedly, the suture broke and the wound dehisced the night after the surgery. Surgical repair was performed and the dog is doing well.